Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone. Omnipod software app version. Smartphone operating system. Smartphone hardware. Cgm sensor type. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The data from the pod shows that the pod completed first prime in 46 pulses and was deactivated before the start of second prime. No abnormalities were observed in the data. No problems were found with the pod that would prevent the needle from deploying as expected during second prime.